Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that, during a repair of collateral ligament, the anchor twinfix was broken inside the patient. The procedure was finished with a smith and nephew back up device. It is unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2: additional information on d9. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A review of the customer provided image found the proximal end of the anchor is connected to the sutures, but the distal part of the anchor is fractured and not pictured. There is debris on the suture threads. A visual inspection of the returned device found that it is not in its original packaging. The sutures are still passing through the proximal end of the anchor, but the distal end of the anchor is fractured and was not returned. There is debris on the sutures and the shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on d2 "product code" and h6 "health effect - impact code".